Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-may-02. The pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the pump found that there was no anomaly and analysis of the catheter found that there was no significant anomaly. Eval code-result updated. Eval code-conclusion updated.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: explanted: product type catheter a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving saline via an implantable pump for non-malignant pain. It was reported that there was a planned explant on (B)(6) 2017. The representative had no further details regarding the explant. Additional information was received on (B)(6) 2017 from a consumer via a manufacturer representative. The date of the pump explant was (B)(6) 2017 and the catheter was tied off in the abdominal pocket. The patient had morphine and bupivacaine in the pump in (B)(6) 2016, but it was not controlling the pain. The medication was switched to dilaudid in (B)(6). In (B)(6), the patient began experiencing lower extremity swelling and swelling in the abdomen. On (B)(6) 2017, the patient reported the pump being filled with normal saline because he no longer wanted the pump used. The family hcp felt like it needed to be removed. On (B)(6) 2017, the patient was admitted at (B)(6) pounds due to swelling and was discharged the next day. The patient weighed (B)(6) pounds on (B)(6) 2017. The patient reported that after the pump was filled with saline, he experienced nausea, sweats, and diarrhea 1-2 days later. No oral pain medications were given to the patient. The issue was not resolved and the patient status was alive with no injury. The other medications the patient was receiving were lisinopril, gabapentin, and percocet. The patient¿s medical history included renal cell carcinoma, nephrectomy, elevated blood pressure, niddm (non-insulin-dependent diabetes mellitus), and chronic back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the medications not controlling the pain and swelling was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.